Manufacturer narrative:
Device history was reviewed and found to be complete. The product passed all quality control test prior to its distribution. The reported event of device dislodged or dislocated was not confirmed. Visual inspection on helix did not find any anomaly, and measurements on helix were within manufacturing specification, additionally device docking button diameter was within specification of manufacturing tolerance. Further analysis performed, indicated normal device characteristics.

Event description:
It was reported the patient presented for a leadless pacemaker implant procedure. During preparation, the delivery catheter was unable to load as the tethers appeared misaligned. A new delivery system was used, and the leadless pacemaker was loaded without issue. During implant, the leadless pacemaker dislodged after release and migrated to the pulmonary artery. The device was successfully retrieved, and a new leadless pacemaker was implanted without further issue. The patient was stable.